Manufacturer narrative:
Method: visual inspection, materials and chemistry evaluation. Results: the device was confirmed to be fractured. The mar concluded the screw driver tip was confirmed to have fractured in a ductile overload mode. Conclusion: the root cause of this plausible root cause for the tip fracture is ductile overload on the instrument.

Event description:
It was reported that the straight screwdriver in anchor c, the tip of the screwdriver broke off in the screw head when inserting the screw.

Event description:
It was reported that the straight screwdriver in anchor c, the tip of the screwdriver broke off in the screw head when inserting the screw.